Event description:
During a benthall procedure and aortic arch replacement of aortic regurgitation and thoracic aneurysm, after declamping the aorta, "oozing" of blood occurred from the graft's walls and suture line. The dr sutured a total of the parts of four grafts together in this procedure, but is unsure which produced the oozing. The add'l grafts used were: catlog 175432/batch 036088, catalog 175410/batch 084220, and catalog 175408/batch 066103. The total blood loss for the entire procedure is reported as 6,760cc. The actual quantity of blood that leaked from the graft is reported to be unk and not attainable. The dr claims that the "oozing lasted for approx eight hours, byt was stopped with manual pressure, fibrin glue and packed cells. The pt did not have preoperative coagulopathy, according to the report. The graft was left in the pt. The dr has reported that the pt was not injured during this procedure. The pt is doing well. Note: although the pt is reported to have received a transfusion during the procedure, the MFR believes, based on the report, that the transfusion was probably needed for the overall surgical procedure and not necessarily for the graft leakage.